Event description:
The customer called in for help with his meter. While troubleshooting, he performed control tests and received a result of 256 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.